Event description:
It was reported that the depth gauge was not working properly. There was no surgical delay and no patient involvement.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: h3, h6 investigation summary: the product was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the measuring hook of the depth gauge for 2.0mm and 2.4mm screws was broken off from the slider, the measuring hook and sleeve components were not returned for evaluation. No other defects were observed. A dimensional inspection and functional test for the depth gauge for 2.0mm and 2.4mm screws were not performed due to post manufacturing damage. The observed broken condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. A definitive potential cause for missing components is not possible to determine with the evidence provided. The overall complaint was confirmed as the observed condition of the depth gauge for 2.0mm and 2.4mm screws would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part # 319.006, supplier lot # 6475332, synthes lot # 6475332, release to warehouse date: 15.sep.2010. Manufactured by: synthes jennersville. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition.